Manufacturer narrative:
Correction: b3 and d8 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The device was not returned to olympus; therefore, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection and sterilization (cds) practices was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved the following steps: aspiration of water through the instrument/suction channel with a suction pump and aspiration was done with both the first and second position of the suction valve. The air/water channel was not flushed with air and water using the adapter. The scope passed a leak test and olympus prezyme was used as the detergent for manual cleaning. The instrument/suction channel, suction cylinder, instrument channel port and forceps elevator were brushed during manual cleaning. Also, the forceps elevator was brushed and the distal end was brushed with a channel opening brush and single use soft brush. The scope was rinsed prior to manual disinfection. Olympus prezyme was used for manual disinfection and all channels were flushed and immersed in the disinfectant. The concentration and expiration date of the disinfectant was controlled and filtered water was used to rinse the scope. An olympus etd4 plus paa washer disinfector was used with endodet as the detergent and endodis as the disinfectant. All channels were connected with tubes when setting up the reprocessor, the concentration and expiration date of the disinfectant was controlled, and the water quality of the rinse water was controlled. The customer noted the water filter was not replaced periodically in accordance with the IFU. The scope was dried with the washer disinfector, wiped with a clean towel, and blown with filtered compressed air. The scope was stored in a simple cabinet. The customer noted the washer disinfector would be blocked since multiple scopes were cleaned and tested positive. Additional testing of the washer disinfector was planned. The scope was not cleaned immediately before sampling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the air/water channel on the colonovideoscope tested positive for two (2) colony forming units (cfu) of pseudomonas species. The issue was found during reprocessing. According to the customer, after the scope was reprocessed, it was released for future use instead of being quarantined and was used four (4) times prior to the test results becoming available. The scope had last been reprocessed on (B)(6) 2023. There were no reports of patient harm, including patient infection regarding this event. Related patient identifiers: patient identifier (B)(6) addresses the scope testing positive for pseudomonas. Patient identifier (B)(6) addresses the first patient the scope was used on after testing positive. Patient identifier (B)(6) addresses the second patient the scope was used on after testing positive. Patient identifier (B)(6) addresses the third patient the scope was used on after testing positive. Patient identifier (B)(6) addresses the fourth patient the scope was used on after testing positive.